Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during a period of exercise. Boston scientific technical services (ts) reviewed the episode noting the shock was the result of changes in morphology that led to double detection of the patient's rhythm. Exercise testing was performed but the changes in morphology could not be recreated but the physician elected to reprogram the sensing vector. Ts provided recommendations for further evaluation at the patient's next follow-up. No adverse patient effects were reported. New information received indicates that morphology changes were also observed in secondary sensing vector. The physician elected to explant this system and replace with a transvenous system.